Manufacturer narrative:
Date of event: unknown. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after administration of insulin with a bd¿ safetyglide¿ insulin syringe with permanently attached needle, the nurse attempted to slide the needle guard over the needle. The nurse's finger slipped across the shield and the tip of her glove got caught on the needle. When she tried to remove the glove, the needle bent and pricked her thumb. At the time of this report, medical interventions were unknown and additional information has been requested from the customer.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7109743. All inspections were performed per the applicable operations qc specifications. There was one notification noted for out of spec content reading. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined.